Event description:
Customer reportedly obtained a result of 200mg/dl on her device while a lab result taken at the same time read 94mg/dl. Customer reports that she was taking her normal medication based on the results. No adverse event reported, and no treatment received. No quality controls were used. Requested return of suspect device, and replacement was sent.